Event description:
It was reported that the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned for analysis with its helix extended and within product specification. The reported event of failure to capture was not confirmed. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.